Manufacturer narrative:
Belt sn (B)(4) has not been returned from the field. Device evaluation of monitor sn (B)(4) is currently underway. The software flag files do not suggest a device malfunction that would contribute to the patient passing. Based on the available information, there is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016, while wearing the lifevest. The patient was found deceased by a family member at home. The lifevest delivered a treatment (B)(6) 2016 at 16:01:18. The rhythm at the time of treatment was asystole with intermittent cardiac activity. The post shock rhythm was asystole with intermittent cardiac activity. The device was shutdown at 22:24:08. Over sensing of a low amplitude input signal contributed to the false detection. There is no indication that the treatments caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.